Event description:
The customer reported that they were getting a channel 8 failure on the c-arm, the hv cable was torn, the power cable was loose, the interconnect cable was loose, and the workstation handle was broken.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the fuse and tested the system for proper operation. He tightened the hv, power, and interconnect cables and workstation handle. He then replaced a broken flip flop handle. The system operates as intended. (B) (4).